Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the patient head restraint being broken was confirmed. Visual inspection confirmed the following: the head restraint wires were broken/cut and the top cover damaged. The reported issue of a system error occurring with the platform could not be confirmed. The archive review shows no indication of a system error occurring. Functional testing also was performed and could not reproduce a system error.

Event description:
Complainant alleged that the autopulse resuscitation system had a broken head restraint and displayed a "system error" message. There was no report of any patient involvement. Manufacturer requested additional details, however no further information has been obtained.